Event description:
During an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator (mbl-6). They installed the mbl-6 for the treatment of esophageal varices and inserted the endoscope in the patient's mouth. When the mbl's second band was deployed, the band was holding the string (trigger cord) with the varix. [Band was difficult to deploy]. So the whole procedure was stopped due to this complaint. Fortunately, the physician moved [maneuvered] the endoscope so the trigger cord could be separated and performed the procedure. The returned, prior to use device from the lot number said to be involved was evaluated on (B)(6) 2019. One (1) band slipped off the simulated varix after deployment. Other than the deployed band, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: two products were returned in a plastic tray from the same lot number of the complaint device. The label matches the products returned. One device was returned in an opened plastic tray and the other was returned in a sealed plastic tray. A photo was provided and reviewed. An evaluation of the photo provided by the user confirmed the report. In the photo provided, one leg of the trigger cord appears to be trapped under the bleeding varix. The legs of the trigger cord appear to have moved to one side of the barrel instead of being on opposite sides. Bands appear to be on the barrel; however, it is unknown how many bands remain on the barrel. Without return of the complaint device a complete evaluation could not be performed. Device 1: this device was returned in an opened plastic tray. Our laboratory evaluation of the product said to be involved could not confirm trigger cord entrapment, but confirmed the report based on a deployed band slipping off a simulated varix during our laboratory investigation. The trigger cord attached to the barrel with six (6) bands, loading catheter, two-way handle and irrigation adapter were included in the return. The handle was returned in the firing position. During a functional test, the device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. All bands deployed and constricted successfully on simulated varices; however, one (1) band slipped off the simulated varix after deployment. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured for tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2: this device was returned in a sealed plastic tray. Our laboratory evaluation of the product said to be involved could not confirm the report on trigger cord entrapment. The trigger cord attached to the barrel with six (6) bands, loading catheter, two-way handle and irrigation adapter were included in the return. During a functional test, the device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. All bands deployed and constricted successfully on simulated varices. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured for tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly contains a nonconformance that could potentially be related to trigger cord entrapment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A photo was provided and reviewed. An evaluation of the photo provided by the user confirmed the report. In the photo provided, one leg of the trigger cord appears to be trapped under the bleeding varix. The legs of the trigger cord appear to have moved to one side of the barrel instead of being on opposite sides. Bands appear to be on the barrel; however, it is unknown how many bands remain on the barrel. Without return of the complaint device a complete evaluation could not be performed. The subassembly device history record for the mbl string subassembly contains a nonconformance that could potentially be related to trigger cord entrapment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator (mbl-6). They installed the mbl-6 for the treatment of esophageal varices and inserted the endoscope in the patient's mouth. When the mbl's second band was deployed, the band was holding the string (trigger cord) with the varix. [Band was difficult to deploy]. So the whole procedure was stopped due to this complaint. Fortunately, the physician moved [maneuvered] the endoscope so the trigger cord could be separated and performed the procedure. Other than the deployed band, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.